Event description:
It was reported that during a da vinci si prostatectomy procedure the thoracic grasper instrument distal articulation was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one drive cable was broken at the snake wrist. The broken cable segment stuck out of the snake wrist. The wrist motion was not intuitive as a result of the cable breakage. The other cables at wrist were undamaged. Engineering also found the distal end of the main tube had a scratch mark showing material removal. The missing piece measured roughly about .066 x .061. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.